Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. One of the cups could not be closed when the slider was operated. The other arm of the cups (a part of the linkage mechanism at the distal end) was broken off. The broken arm had brown foreign materials around the broken place. The broken arm was missing. The broken surface indicated brittle fracture due to corrosion. The manufacturing record was reviewed and found no irregularities. We conclude that the cup does not open and close because the linkage mechanism was broken. Based on the investigation result, a likely cause of the broken linkage mechanism might be the following: foreign materials or cleaning solution had left on the arm of the cups due to insufficient cleaning of the device. Residues on the arm of the cups corroded and decreased its strength. A force was applied to the linkage mechanism while handling the device. As a result, the linkage mechanism part where decreased its strength was broken. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during biopsy of upper digestive tract using the subject device, the following event occurred. The device together with the endoscope was removed from the patient since the cups became unable to close. The endoscope was inserted into the patient again and the intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2021, olympus medical systems corp. (Omsc) found that a part of the cups was broken and missing.